Event description:
It was reported that the patient experienced an increase in spasticity and they "did not see any improvement since their last refill." A drug reservoir volume discrepancy was noted during a pump refill when 22ml was aspirated, but 7.1ml was expected. The patient's physicians had determined that the "catheter was blocked" as attempts of baclofen aspiration through the catheter access port had failed. A catheter revision was scheduled. X-rays were performed, and a catheter misalignment was not suspected at the time of this report. No information regarding patient outcomes were available at the time of this submission.

Manufacturer narrative:
Product ID 8731sc, lot # unknown, product type catheter. (B)(4).